Manufacturer narrative:
Please note the corrections to b1, h1 and h6 health impact codes. The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As per the information from the patient ''I had a serious accident on (B)(6) 2025, in which, at my request, a nail from stryker was inserted. It is the stryker alpha t2 model, 360 x 10 mm, statically locked. As my healing process continues to be delayed, the doctor is wondering whether there could be a connection with the nail. To rule this out definitively, he asked me to contact you to request a data sheet for this nail with a description of its material composition.''

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
As per the information from the patient ''I had a serious accident on (B)(6)2025, in which, at my request, a nail from stryker was inserted. It is the stryker alpha t2 model, 360 x 10 mm, statically locked. As my healing process continues to be delayed, the doctor is wondering whether there could be a connection with the nail. To rule this out definitively, he asked me to contact you to request a data sheet for this nail with a description of its material composition.''